Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer¿s blood glucose reached 110-190 mg/dl. Customer continued to use the pump for insulin therapy.